Manufacturer narrative:
Based on the claim against the product by the customer noting exposed wires, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed conductor wire at the yaw pulley. The conductor wire was frayed at the grip-crimp location. The outside insulation of the conductor was found to be damaged. The instrument passed the electrical continuity test. The instrument was placed on an in-house system and passed energy recognition test. No signs of thermal damage were observed. The complaint regarding exposed wires was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impacts, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the instrument had exposed wires. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.